Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the nodes were flashed. The system software was loaded and the system's files were rebuilt. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system mixed up data and images and displayed a corruption error message. No patient injury was reported.